Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06747. It was reported that the patient presented for a generator change procedure. During the procedure, it was revealed that the right atrial (ra) lead exhibited undersensing and high capture thresholds. An x-ray revealed that the ra lead had dislodged. Additionally, the right ventricular (rv) lead insulation was found to be stretched and twisted. The ra was explanted and replaced, but no intervention was performed on the rv lead. The patient was stable.